Manufacturer narrative:
(B)(4): the keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts and the button spring back was inverted. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
The patient reported that the up arrow and down arrow keypad buttons had a delayed response and intermittently responsive. The issue reportedly started to occur two weeks ago. It was also indicated that the down arrow and up arrow keypad buttons required multiple button presses before getting a response and that the down arrow was the worst to respond. The patient reported that she makes sure that all programming is correct on the pump when she uses the keypad buttons. There was reportedly no damage to the keypad; the patient reportedly wore the pump on the outside of her clothing and uses a dry cloth to clean the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.